Event description:
It was reported that the patient received no coupling bars during a recharge session. The implantable neurostimulator (ins) was stable in the pocket but the patient was "soft and swollen" over implant pocket site from the implantation surgery three weeks prior. It was noted that the patient's body type was "fluffy." A new recharger was used with unimproved results. The antenna locate feature was used but information on the readings was unavailable. Subsequent information received indicated that frequency was not the issue. The patient met with their physician and it was believed that the ins was too deep, so a pocket revision was scheduled for (B)(6) 2012. Post revision, the patient was able to charge their ins. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead; product ID 37754, lot#, serial# (B)(4), implanted: explanted: product typ recharger; product ID 37744, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient. (B)(4).